Event description:
It was reported that during a device changeout due to normal battery depletion, the physician noticed some insulation breach on the right atrial (ra) and right ventricular (rv) leads. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A 4549 implantable pacing lead, (B)(6) 2006; 6947 implantable tachy lead, (B)(6) 2004. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the outer insulation had environmental stress cracking (esc). It was noted that the outer/inner insulation and proximal/distal conductors were kinked/buckled, the inner insulation was torn, the outer insulation was melted and the outer insulation had a cosmetic depression. There was blood on the proximal and distal conductors. The analyst commented lead returned with extensive explant damage.